Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon hardly could fire the last 2-3 clips. And the clips were deformed. It was not reported which device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.